Event description:
Report received of balloon "failure to inflate" while in patient use. The customer states the balloon inflated fine pre-insertion. The balloon reportedly would not inflate after insertion in the patient. The catheter was removed and replaced without any difficulty. The balloon was not tested at the user facility after it was removed from the patient. There was no report of an adverse patient event. Although requested, no additional information was available.